Manufacturer narrative:
Occupation: director of med-surg commodities. PMA/510(k) #: (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the dilator contained in the cook blue rhino g2-multi percutaneous tracheostomy introducer tray is pliable and bends. The information initially submitted to the manufacturer did not contain specific patient events or outcomes. However, on (B)(6) 2022 it was reported the procedure was successfully completed at the patient's bedside. No adverse effects to the patient have been reported. An exact date of event could not be provided and was reported as "failures occurred over 2-3 days." The other failures are captured in mfg. Report reference #: 1820334-2022-00552.

Manufacturer narrative:
Investigation ¿ evaluation. (B)(6) memorial hospital (united states) informed cook on 18may2021 of an incident involving a blue rhino g2-multi percutaneous tracheostomy introducer tray (rpn: c-ptisy-100-hc-g-na-flex8.5, lot: unknown). It was reported that the dilator in the set was pliable and will bend. No harm to the patient has currently been reported. Reviews of the documentation, including the instructions for use (IFU), quality control procedures and specifications of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that there are controls in place to address the reported failure mode. A review of the device history record (DHR) could not be conducted, due to the lack of lot information provided by the facility. The sales history for this customer was reviewed by cook and the complaint lot was unable to be identified. The information provided upon review of the dmr does not provide evidence to support that the device was not manufactured to specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. The current instructions for use [c_t_ptisgi2_rev0] state the following: "how supplied: upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, no returned product and the results of our investigation, a definitive cause for the failure could not be established. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.